Event description:
A medtronic representative reported that while on site testing the navigation system interface with a c-arm, the computer became unresponsive without sending an error message or warning. After completing a hard-reboot of the system, the system functioned as it should. This occurred outside of a procedure, there was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. System tested only using sawbones. Issue could not be replicated. Software investigation completed. This issue will be monitored in a medtronic software anomaly tracking database.